Event description:
Reportedly, during testing, the ventilator's backlight did not work and the screen was black. The device was not used on a patient when this event occurred.

Manufacturer narrative:
(B)(4).